Event description:
Consumer reported complaint for error messages (e-2 and e-3). At the time of the call the customer reported feeling shaky and believed that his blood glucose was low. Customer stated he has been experiencing this for the past 2 months. Customer stated that they have not spoken to doctor regarding the shakiness. Customer stated he had purchased the true metrix meter on 01/01/2025. During the call, a back-to-back blood test was not performed by the customer. The product is not stored according to specification (bathroom). The test strip lot manufacturer¿s expiration date is 03/29/2025. The customer did not have another vial of test strips that had been stored and handled correctly.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to meter errors and symptom(s) related to diabetes. Meter and test strips were returned - product evaluation in-process. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note 1: manufacturer contacted customer in a follow-up call on 08-jan-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still feeling shaky. Customer stated he had contacted his doctor's office the day prior but had not yet received a response. No additional blood tests performed with the alleged defective device were reported. Note 2: manufacturer contacted customer in a follow-up call on 09-jan-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated he was still feeling shaky. Customer stated he did speak with the doctor the day prior, and he has an appointment on monday. No additional blood tests performed with the alleged defective device were reported. Note 3: manufacturer contacted customer in a follow-up call on 14-jan-2025 to ensure the customer's condition had improved and that the replacement products resolved the initial concern - able to establish contact with customer who stated that the shakiness may not be due to his diabetes but may be due to other underlying health conditions and that the doctors are performing blood tests to find out what can be causing it. No additional medical intervention was reported. Customer stated the replacement products resolved initial concern.

Manufacturer narrative:
Sections with additional information as of 06-mar-2025: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and test strips. Most likely underlying root cause: mlc-020: user's test strip had poor storage.